Event description:
Dealer stated on or around (B)(6) his patient was in her wheelchair in a van and the van was struck by another vehicle. Dealer stated the patient went to the hospital and was released with no injuries.